Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the transmitter did not flash when connected to the sensor. When they removed the sensor, they found that the cannula was much smaller than usual. The customer¿s blood glucose level was 9.3 mmol/l. They inserted a new sensor and it was working properly. The sensor will not be returned for analysis.